Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Parent reported in a follow-up call on (B)(6) 2026, that patient was hospitalized twice due to episodes of high blood glucose while using the pod on the skin for longer than 48 hours. Patient had been wearing the pod on the skin for over 48 hours and was wearing it at the time medical attention was sought on (B)(6) 2025. Parent stated that the patient needed medical care because the system was not delivering insulin, even though parent was administering correction boluses. Symptoms included vomiting, not eating and not drinking. Patient's blood glucose level was reported to be around 500 mg/dl. Parent also reported receiving notifications that the patient's blood glucose was high and that the insulin delivery had been paused for too long. Patient was diagnosed with diabetic ketoacidosis and was treated with blood fluids. Parent was unsure of the discharge date, stating it was either (B)(6).